Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer addressed elevated bg and cartridge alarm by loading a new cartridge and resuming insulin delivery.